Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The buttons were unresponsive and the time on the device was not advancing. It was stated that the insulin pump did not alarm during or after the buttons stopped functioning. The battery was removed for two hours, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button response due to open connector on lcd board. The insulin pump was monitored. No frozen display anomaly noted.